Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a failed flicker test, intermittent image when angulate was noted. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, the reported event was confirmed. The reported image issue was found to be due to loose connection. The root cause cannot be conclusively identified. Probable cause based on reasonably known information was due to degradation problems, electrical problem component failure. Olympus will continue to monitor field performance for this device.